Event description:
Or table would not position properly. Remote activated for "flex" but would only flex in the opposite direction. Remote would not stop or change action. No harm to pt. Pt was transferred to another table. Table repaired by facility biomedical engineering dept.